Event description:
Baxter (B)(4) received a report that an infusor underinfused during patient infusion. The device was filled with a solution containing sandostatin and saline. The device was reported to have had 60 ml of its contents flow to the patient in 96 hours, which the was reported to be slower than expected. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no fluid in the reservoir. Visual examination of the sample showed no sign of physical abnormality. An accuracy flow test was performed on the sample for 48 hours. At the end of the flow test period, the infusor produced the following flow rates: calculated basal flow rate = 0.4554 ml/hr, calculated bolus flow rate = 0.4575 ml/hr, normalized basal flow rate = 0.4668 ml/hr, normalized bolus flow rate = 0.4689 ml/hr, specification range = 0.4375 - 0.5625 ml/hr. The infusor produced functional results within the specification range; the device performed as expected. The reported condition of an underinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device has been received for evaluation by baxter personnel. However, the evaluation is not yet complete. Once the evaluation is completed and/or any additional information becomes available, a follow-up report will be submitted.